Event description:
Complainant alleged that during biomed testing the device's batteries had become dislodged and the device shut down on an attempt to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.